Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with lead noise. The lead noise was not reproducible in clinic. Programming changes were made. Patient was stable and will continue to be monitored.